Manufacturer narrative:
The product was returned and the failure mode was confirmed. The insulation on the distal end is melted making it unable to function test. Probable root causes could be user misuse. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation had been compromised.

Event description:
It was reported that the insulation had been compromised.